Event description:
It was reported, that the patient presented in the ER, due to an arrhythmia. Device interrogation revealed, failure to capture. Caused by dislodgement on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.